Manufacturer narrative:
E1 initial reporter establishment name : (B)(6). The device was not returned to olympus for inspection and the reported failure was not confirmed. Olympus determined a likely mechanism causing the reported events might be one of the following: according to the IFU, the following handling practices may cause damage to the curved section: ·insertion or removal of the trocar while it is in an unnatural position, such as a bent state, or while the valve is not open. ·contact between the instrument and the curved section. Therefore, it is possible that the user did not comply with these instructions, but this cannot be confirmed. Furthermore, according to the event description, the following information was also obtained regarding the outcome of this incident: a rubber fragment was found dislodged within the abdominal cavity (near the colon). The abdominal cavity was repeatedly irrigated with saline, and the dislodged fragment was retrieved. As an additional procedure, abdominal cavity observation was performed again. (This was done because the abdominal cavity dislodgement was discovered after closure.) The incision was reopened after closure to observe the abdominal cavity. The abdominal cavity was irrigated, the dislodged fragment was retrieved, and closure was then performed. Based on the results of the investigation, the probable cause could not be determined. The investigation could not identify the actual root cause. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during a therapeutic low anterior resection of the rectum procedure, the bending section cover (a-rubber) fell into the patients abdominal cavity (near the large intestine). Repeated intraperitoneal washing with saline solution was performed, and the fallen off pieces were recovered. Intra-abdominal observation was performed again as an additional treatment, since the intraperitoneal fell off was discovered after the wound was closed. After closing the wound, the incision was made again and the abdominal cavity was observed. A computed tomography (CT) scan was made to locate and confirm that the device was removed. A procedural delay of 20 to 30 minutes occurred while patient was under general anesthesia. There were no patient injury or harm due to the device malfunction and the patient's condition after the usual treatment, was with no particular issues. There were no further reports of patient harm.